Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01665. This report is being submitted as additional information. Approximate age of device: one year, 2 months, 6 days. Evaluation of the patient¿s submitted log file confirmed the reported pump stops; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The system appeared to operate as intended for the remaining duration of the log file. The patient handbook and IFU contain sections on "caring for the driveline." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient reported to have observed a driveline disconnect alarm while connected to the mobile power unit (mpu); however no alarms observed while on batteries. The manufacturer¿s technical services representative reviewed the submitted log file and reported six driveline disconnect events recorded on (B)(6) 2018 between 01:38:41 and 01:44:24 while connected to the mpu. The patient¿s x-rays were reviewed and found unremarkable. Additional information reported that the plan is to have the patient undergo an lvad exchange; however, it is still in discussion. Per additional information received on 10jul2018, the patient had not undergone a pump exchange.

Manufacturer narrative:
Reportable event type updated. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information was received indicating the patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the explanted device confirmed internal wire damage at the pump housing. The device was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned detached from the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the outlet elbow. The sealed outflow graft bend relief collar was returned sutured around the outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The returned portion of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities. The bionate cover and metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the driveline revealed a breach to the insulation of the red wire at the base of the pump nipple housing. This damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The remaining wires were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the red wire contacted the braided shield while operating on the mobile power unit (mpu) or power module, the resulting short to ground could have resulted in the alarms and interruptions in pump function captured in the submitted log file. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.